Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at reservoir tube lip and minor scratches on lcd window.

Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump had an unresponsive keypad. The blood glucose reading was 37 mg/dl, which was treated with food and a drink. The customer stated that the numbers continued to scroll even after the button was released. She declined troubleshooting assistance for the low blood glucose. Advised replacement of the insulin pump. Nothing further reported.